Event description:
It was reported that the patient with this right ventricular (rv) lead had twiddler's syndrome and pulled back the lead. This lead was repositioned and remains in service. No additional adverse patient effects were reported.